Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm stuck button. Customer's blood glucose at time of incident was 8.5mmol/l. Customer do not confirmed button pressed for 3 or more minutes. Customer was not able to clear the alarm. The customer agreed to replace the pump.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces and failed the leak test; leaked around the keypad overlay edges. No stuck button alarms noted. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay also, had peeling and fading serial number label. The insulin pump was missing the display window cover.